Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Upon inspection, a loss of pressure in the balloon was identified. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 0160759008. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 0170311010. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).